Manufacturer narrative:
There was no device available for investigation. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review is incomplete. Explanation and rationale: in the light of the small amount of information received and due to the circumstance we did not receive the complained devices for investigation, it is not possible to determine a root cause for the mentioned failure. Conclusion and root cause: see above. A CAPA is not required.

Event description:
No updates.

Manufacturer narrative:
If additional information or investigation results become available, they will be provided in a supplemental report.

Event description:
It was reported that there was an issue with unknown knee implants. According to the complaint description, the patient's knee was revised for aseptic loosening of the femur component. A revision surgery was necessary and was performed on (B)(6) 2021. Aseptic loosening had occurred five years postoperatively. Additional information was not provided nor available. The adverse event is filed under xc reference (B)(4).